Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device evaluation. The gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h6. Corrections to d5 (operator of device), h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. Based on the results of the investigation and the information provided, olympus confirmed foreign material was in the nozzle, but the type of material or root cause cannot be identified. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer. It is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding any delays in the start of precleaning, flushing the air/water nozzle with air and water, any abnormalities in the accessories used for reprocessing, immersion of the endoscope in the detergent solution, wiping the air/water nozzle with clean lint-free cloths, or flushing the nozzle with the detergent solution. Additionally, there was no physical damage at the location of the remaining foreign material. Therefore, a definitive root cause cannot be determined. The event can be detected and prevented by following the IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.